Manufacturer narrative:
Investigation summary: pump suction: clinical reported the patient was in very critical condition and getting continuous suction alarms at p-8. The product was not returned for investigation. Data log review confirms suction alarms triggering throughout the case. Placement signal was very low throughout the case, ranging from about 40-70 mmhg and dropping to magnitudes as low as 20mmhg. Clinical details stated that the patient was in very poor condition and waveforms were suggesting low volume in the lv, but no volume was given. There was also concern for bi-ventricular failure. The cause of the suction was related to patients condition, as the low placement signal indicated that there was low volume, and clinical details confirmed the patients decompensating condition. Device history lot: device lot number: 1915032. Device history batch: subcomponent lot: n/a. Device history review: pump sn (B)(6) passed all post sterile inspection criteria. Qn #(B)(4) was opened because labels were not legible or completed. The labels were reworked and all units that passed post-rework inspection were accepted.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. During support, the device exhibited suction alarms and the device was pulled back 2 centimeters. It was also reported that the nurse accidently pulled out the device and it was replaced with a new pump. No further information was provided; however, it was later reported that care was withdrawn and the patient died.